Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the reported failure ¿cable causes catheters to show up on screen as catheter failure¿ was verified and duplicated. DHR review was completed for camcabl cable serial number (B)(4), work order (B)(4) and (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: aug-2014. No non-conformance reports were raised during the manufacturing process for this cable. The DHR review has been deemed satisfactory. Trending analysis was completed by the root cause identified in the failure analysis investigation. A minimum of 12 month review of camcabl monitor customer complaints was completed in trackwise® using the following key words ¿cable to catheter connection failure¿ and a root cause ¿poor soldering¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. The analysis of the complaint investigations and root cause reports has concluded this is the 1st identified complaint for the reported failure associated with camcabl cable due to poor soldering. No trend has been identified. The review of the non-conformance reports identified no linkage to complaint incident. As a result of the complaint and ncr report trending no further actions are deemed necessary. Conclusion: the failure analysis investigation has concluded the cause of the complaint incident was due to a weak solder joint connection between the internal wires of the camcabl cable and the cable¿s catheter connector, thus poor soldering.

Event description:
Cable causes catheters to show up on screen as catheter failure. Same catheters and monitor were tested with different cable and everything worked fine. There was no patient injury. Additional information was requested and on 05nov2015, the following information was received from the customer: it was unknown when the product problem occurred. The patient (age and gender unknown) was being monitored due to brain injury. There was no patient injury or delay in surgery.